Event description:
A cartridge change error was reported with a pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to inspect and clean various components of the pump, including the o-ring and pneumatic tap area. After following these instructions, the customer was able to successfully load the cartridge and resume insulin delivery.